Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 4:24 am the patient obtained the blood glucose reading of 138 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. For one and a half hours prior to this reading, the patient had been experiencing the symptoms of shaking, headache and inability to sleep. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue and there was no delay in treatment; the patient did not seek any medical attention. However, as the meter reading did not correlate with the symptoms or self-treatment, this complaint is being reported.